Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a sudden loss of placement signal. Proper placement of the pump was confirmed. No patient harm was reported.

Manufacturer narrative:
D3 manufacturer fax was inadvertently omitted from the initial report. D4 primary UDI number was inadvertently omitted from the initial report. D9 product was returned. Placement signal issue: since data logs were not available for review and the pump was returned with a cut in the catheter, the cause of the placement signal issue could not be determined.